Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A receiver device was returned for evaluation. The device was externally visually inspected, the usb connector was damaged with a damaged power pin. The receiver failed to charge and reboot. The receiver did not turn on. The battery was replaced with a known good battery and the receiver turned on. The receiver log was downloaded, there was not enough evidence found within the investigation window to confirm complaint. The receiver case was opened, the internal inspection passed. The reported event of unexpected receiver shutdown could not be determined. The root cause could not be determined.